Event description:
User called into emergency support program line to request assistance with an unable to update timing message and a malfunctioning touchscreen on a cardiosave intra-aortic balloon pump(iabp) during use. Troubleshooting revealed the patient was on ECMO. Esp personnel explained the nature of the alarm and why it would be present. Esp personnel also explained that user could place the pump in semi-auto, ECG trigger to resolve the alarm and that they would need to check timing per hospital policy. User agreed to the plan. User also reported an issue with the touchscreen. User was unable to lock it using the lock screen button and it would unlock itself without prompting from the bedside team. Esp personnel had crystal clean and dry the screen, removing any film or debris but the issue was not resolved. They did not have a pump to exchange it with. User label the pump with the issue and pass it along to the oncoming team for servicing when it was no longer in use. No harm or injury to the patient was reported.

Manufacturer narrative:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer a sicu rn, called for assistance with an unable to update timing message and a malfunctioning touchscreen on a cardiosave during use, no patient harm or injury was reported. Troubleshooting revealed the patient was on ECMO. The engineer explained the nature of the alarm and why it would be present. The engineer explained that the nurse could place the pump in semi-auto, ECG trigger to resolve the alarm and that they would need to check timing per hospital policy. The nurse agreed to the plan. The nurse also reported an issue with the touchscreen. The nurse was unable to lock it using the lock screen button and it would unlock itself without prompting from the bedside team. The nurse was instructed to clean and dry the screen, removing any film or debris but the issue was not resolved. The nurse did not have a pump to exchange it with. The engineer had the nurse label the pump with the issue and pass it along to the oncoming team for servicing when it was no longer in use. She was appreciative of the call and denied further question. She did not call me back throughout the night.

Manufacturer narrative:
Updated fields: b4, b5, g1(contact person - mfg site),g3,g6,h2,h11. Corrected field: d1,d4(model,catalog,serial no, UDI).